Event description:
It was reported by the rep the er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip applier was not forming and it was spitting clips. A new one was opened and the case finished. There was no consequence to the pt.